Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of tenderness, hardness, redness and delayed type hypersensitivity are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: 4. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: 1) inflammatory reactions (redness, oedema, erythema, etc.), which may be associated with itching or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. 3) indurations or nodules at the injection area. 6) rare but serious adverse events associated with intravascular injection of dermal fillers in the face and tissue compression have been reported and include temporary or permanent vision impairment, blindness, cerebral ischemia or cerebral hemorrhage, leading to stroke, skin necrosis and damage to underlying structures. Immediately stop the injection if a patient exhibits any of the following symptoms, including changes in the vision, signs of stroke, blanching of the skin or unusual pain during or shortly after the procedure. Patients should receive prompt medical attention and possibly evaluation by an appropriate medical practitioner specialist should an intravascular injection occur. Abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account.

Event description:
Healthcare professional reported injecting a patient with juvéderm voluma with lidocaine in the nasolabial fold and marionettes (m1-m3). Prior to injection the patient was given an alcoholic disinfection. Post injection, the patient was given another alcoholic disinfection and antibiotics were applied. About 3 months later, all of the injection sites developed tenderness, hardness and redness. Patient was treated with steroid and antihistamine (p-d, dexa, azelon). The filler was also dissolve after using "antiphlogistics" patient was diagnosed with delayed type hypersensitivity. Symptoms are ongoing

Manufacturer narrative:
Additional information:

Event description:
Additional information: patient had the filler dissolved 2 times for sporadic delayed allergic reaction. Symptoms resolved after dissolving the filler.